Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had caught the percutaneous lead (lead) on a hook which caused strain on the epc system controller power lead, causing the black clip of the epc system controller power lead to break. The patient presented to the implanting center and the epc system controller was exchanged with a pocket system controller. On (B)(6) 2015, while at the clinic, the patient experienced a driveline fault alarm which was cleared by the circulatory support person, and the alarm did not return. The patient returned to the clinic on (B)(6) 2015 due to a driveline fault alarm that persisted after the patient changed to her back-up pocket system controller at home. The patient was admitted to the hospital and the vad team changed the patient back to an epc system controller and no alarms occurred. An electrical continuity test was performed and the red wire within the lead was found to be broken. On (B)(6) 2015, the manufacturer's technician performed a lead distal end replacement. After completion, the continuity testing passed and the patient was placed on a power module patient cable and pocket system controller without any speed drops or pump stops. On (B)(6) 2015, speed drops and pump stoppage re-occurred approximately 12 hours after the lead replacement was completed. The surgeon requested that the remaining section of the lead, up to the exit site, be replaced. On (B)(6) 2015, the maximum length of the lead was replaced by the manufacturer. After completion, the continuity testing passed and the patient was placed on a power module patient cable and pocket system controller with no further alarms. Later that evening, the patient reported continued speed drops and pump stoppage when rolling to her left side. The pocket system controller was exchanged with an epc system controller and the patient has not experienced any further alarms. The patient was sent home with an ungrounded power module patient cable and no further issues have been reported. The patient was reported to be asymptomatic throughout the events.

Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 1 yr, 10 mo. Two sections of the percutaneous lead that were removed during the repair were returned for analysis. Evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Two sections of the percutaneous lead were returned for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the percutaneous lead (lead). Approximately 11.5 inches of the lead was returned from the first replacement conducted. An electrical continuity test of the returned portion of lead was conducted and a continuity issue was found in the red wire. The remaining shielding and bionate were removed and examination of the underlying wires revealed that the red wire was fractured, adjacent to the metal/controller connector. The conductors of this wires were exposed. The fracture of the conductors of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The lvad pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the red wire to its redundant motor phase wires, the fractured inner conductors would have resulted in the reported driveline fault alarms. Due to the second distal end lead replacement, approximately 17.5¿ of the external portion/distal end of the d lead was returned. The previously described percutaneous lead repair kit had been applied approximately 11" from the metal/controller connector. Removal of the repair kit and the reinforcing sleeve, to examine the underlying shielding and bionate, revealed no areas with shield breakdown. Electrical continuity testing was performed on the 17.5" portion of the returned lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity. The shielding and bionate were removed, and examination of the underlying wires revealed no evidence of disruptions in the wire insulation or the underlying conductors. The lead was submerged in a saline bath for high potency testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. No further information was provided. The manufacturer is closing the file on this event.